Event description:
The event involved a chemosafelock bag spike where the customer reported an occlusion during patient use. Terumo kofu factory received the device for evaluation and they stated as follows: "one(1) actual sample was received without package. No damage or deformation was confirmed. We connected our factory-retained saline bag and kl-msu3 to the sample to perform liquid flow under gravity. Liquid flow was not able to be established at all. CT inspection was performed. The opening of the conduit was confirmed to be clogged. The conduit (overmolded seal) is confirmed to be slightly recessed. When we compared the sample with a good sample by CT image, the conduit of actual sample is slightly short, and does not reach to the top surface.¿ the reported issue was considered a production-origin issue, based on the sample evaluation results. The report initially came from (B)(6), a pharmacist of (B)(6) hospital. The possible lot numbers of the involved product are 13812587 and 13833237. The issue was not detected prior to direct patient use, it was noted during infusion. The medications used were magnesium corrective injection, antiemetic, and arokaris. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered." There was patient involvement, but no harm was reported as a consequence of the event.

Manufacturer narrative:
A series of photos were shared by the customer, where a CT inspection inside the chemo where a comparison between a good and actual sample is observed. Where in the "actual sample" the fluid path looks to be occluded in comparison with the "good sample" photo. One (1) used. List #kl-bs001u3, chemosafelock bag spike was returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned. The sample was cut and an errant solvent inside the fluid path of chemolock was observed. The complaint of occlusion can be confirmed. The probable cause was due to errant solvent applied during assembly process during manufacturing. A device history review of possible lot numbers: 13812587 and 13833237 was reviewed and no relevant commodities, discrepancy or nonconformance's were identified that might lead the condition reported by the customer.